Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the reported complaint, patient had mesh implanted but she cannot get information on the product which was a repair after tvto bladder sling - a colporrhaphy. This has failed and the patient cannot get information as to what the problem is; where the mesh is and if the pain she is feeling she has due to failure. Surgeon said it could be in the vagina or the bladder and left it at that. Patient did not have pelvic pain prior to this. Patient was in a slight car accident three weeks prior to implantation and began having severe, piercing pain. She questioned the surgeon, but she felt ignored and was labeled a "chronic pain patient". Mesh is still implanted at this time.